Event description:
Patient reported right side "capsular contracture, baker grade unknown", "pain", "deforming" and "suspected rupture." Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr/ psr on (B)(6) 2019. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, baker grade unknown" and "suspected rupture".

Event description:
Patient reported right side "capsular contracture, baker grade unknown", "pain", "deforming" and "suspected rupture." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluationbased on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device.¿ rupture: observed, one opening on posterior side assessed as fold flaw opening and one opening on anterior side assessed as surgical damage.additional observations:¿ crease fold is observed.¿ wear abrasion is observed.

Event description:
Patient reported right side capsular contracture and is "deforming", baker grade unknown. Patient then called to report pain and a suspected rupture. Healthcare professional called and reported possible right side rupture, no capsular contracture found. Device has been explanted.